Manufacturer narrative:
Continuation of d10: implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a nanocross elite pta balloon during treatment of a calcified lesion in the patient¿s right mid distal su perficial femoral artery (sfa). Moderate vessel calcification was reported. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues were noted when removing the device from the ho op/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. Embolic protection was not used. The vessel was not pre-dilated. The vessel was post-dilated. An inflation device was used for balloon inflation. 50/50 contrast fluid was used. The balloon was not passed through a previously deployed stent. No resistance was noted during advancement of the device. Deflation difficulties were reported. There were no issues noted during inflation. There was no damage noted to the balloon catheter. Physician used a syringe and negative pressure to deflate the balloon. The balloon was eventually fully deflated for removal. This issue is reported for 2 balloons. The devices were safely removed from the patient. Physician switched to a fortrex hp pta balloon which worked fine and the procedure was complete. No patient injury reported.

Manufacturer narrative:
Product analysis under a microscope, crimping marks were noted on the proximal balloon bond medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.